Event description:
The customer reported the generation of erroneously low ion selective electrode (ise) patient results for sodium (na) on their unicel dxc 600 pro analyzer. The erroneous patient results were not reported outside of the laboratory. There was no affect to patient treatment in connection to the event. Quality control was within specification prior to event. The customer did not provide patient demographics. The customer provided data for four (4) patient samples.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 600 pro analyzer, and identified the failure mode as a defective sample syringe. The fse replaced the sample syringe to resolve the issue. Age or date of birth, weight, and ethnicity: information not provided by customer. The beckman coulter internal identifier is (B)(4).